Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of cellulitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "cellulitis", "breast discomfort", and "right breast is larger than the left and it's hard and swollen at times" this is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "2 episodes of cellulitis infections in the right breast". Patient additionally reported "breast discomfort" and "right breast is larger than the left and it's hard and swollen at times" the device remains implanted. This record is for the right record.